Event description:
It was reported to philips that wired footswitch was unable to exposure intermittently. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The customer tried to expose again to complete the procedure. Field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce exposure. The fse checked the wired footswitch and cable connections, found no issues. A review of the system logfiles found that the image disk was full. Upon troubleshooting actions, fse recommended that the customer to delete the old images and restart the system. Customer deleted the old images and restarted the system. After repairs, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. The codes were updated based on the investigation outcome. Evaluation methos code was corrected.